Event description:
It was reported that the fowler was stuck in an elevated position and the CPR was inoperable due to a bent gas cylinder. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.